Manufacturer narrative:
The field service engineer identified coolant in the cuvette wheel. Cleaned the cuvette wheel and replaced the r1/r2 reagent probe and reagent syringe. Root cause: coolant in the cuvette wheel and r1/r2 reagent syringe and probe. This reportable event was identified during a retrospective review conducted between 01/01/2008 and 10/23/2010 of complaints for additional reportable events. This event was originally filed with MDR 2050012-2010-00844. During the retrospective review, it was determined that additional mdrs were required to be filed.

Event description:
The customer contacted beckman coulter, inc (bci) to report erroneous low creatinine test results were when using the au400 with ise chemistry analyzer. From (B)(6) 2010, the lab noticed that the creatinine quality control was very erratic, but continued to report out results. The customer amended 14 creatinine results from eight pts between (B)(6) 2010. The samples were retested and higher test results were obtained. Amended reports were issued. The erroneous low test results were reported out of the lab. While there is no report of adverse event or serious injury related to this event, it is unk whether there was a change to pt mgmt. This is event 11 of 13 reported by this customer. An MDR was filed for each date and each pt the erroneous low test results were obtained.